Event description:
It was reported that a pt underwent a gynecological procedure in 2008. During the procedure, the disposable handpiece was unable to be connected to the motor drive unit, and the customer suspects misalignment of the cpc coupler. A second motor drive unit was used to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
The actual device involved in this event was returned for eval. Visual inspection identified one monitor chip and one dent, possibly related to customer abuse. The internal inspection found the pcba to be defective. The motor drive unit's u5 had bent leads and was causing the unit to stall and the front panel not to respond. The pem studs were broken from customer mishandling. The motor drive unit was unable to be repaired. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.